Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's scs system implantable pulse generator site wound was draining fluid. Cultures taken confirmed a skin infection. Consequently, the physician removed the patient's scs system.